Event description:
It was reported that a few days after implant of the pacemaker system, the patient returned to the hospital due to experiencing pre-syncope and lightheadedness. Both the atrial and right ventricular thresholds had increased markedly, and chest x-ray demonstrated that each lead had pulled back from its original position. The physician questioned the possibility of twiddler's syndrome. Both leads were successfully repositioned, with satisfactory/good resulting parameters. This atrial lead remains in service and no additional adverse patient effects were reported.